Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3., h.6. Device analysis: the device related to the reported event of deflation was received on 16/mar/2020. Visual analysis of the returned device identified crease fold and void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified that the unit did not leak, one sharp opening on the plug strap, partial delamination on the valve and wear abrasion. The fill test inspection was performed; the result was no blockage. Based on the device analysis the final assessment was: a sharp opening on the plug strap assessed as an unidentified (tear) opening and partial delamination on the valve (adhesive failure).